Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer was hospitalized on (B)(6) 2020 and on (B)(6) 2020 for high blood glucose with diabetes ketoacidosis. The blood glucose at the time of the incident was 30 mmol/l. The customer discharged on (B)(6) 2020 and her blood glucose went high to more than 30 mmol/l. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.